Manufacturer narrative:
Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Investigation conclusion: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that dislodged or dislocated is a known inherent risk with use of this product. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that post implant evaluation of this right ventricular (rv) lead identified loss of capture. The local area boston scientific (bsc) representative was informed that a temporary pacing wire was implanted to provide pacing therapy during the implant procedure due to the patient having complete heart block. A balloon was utilized during placement of the temporary pacing wire and saline was injected into the balloon causing it to burst. A computerized tomography (CT) and x-ray were performed and identified the rv lead had dislodged and balloon fragments were in the pulmonary system as a result of the burst balloon. A revision procedure was performed and the rv lead was repositioned without incident. Additionally, a procedure was performed to remove the balloon fragments. The patient's hospital stay was prolonged and no additional adverse patient effects were reported. It was reported that this patient presented to the emergency room due to lightheadedness, loss of rv capture and elevated thresholds were noted. The patient had an underlying rhythm and is paced less than one percent in the rv. The output was increased and a potential lead revision may occur in the future. A bsc technical services consultant reviewed the most recent remote monitoring report which is suggestive for device interrogation with a programmer. A programmer could not be located at the hospital and the caller requested an onsite evaluation by the bsc local area representative. Post operative system interrogation was satisfactory and there is currently no further follow up expected. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was reported that this patient presented to the emergency room due to lightheadedness, loss of rv capture and elevated thresholds were noted. The patient had an underlying rhythm and is paced less than one percent in the rv. The output was increased and a potential lead revision may occur in the future. A bsc technical services consultant reviewed the most recent remote monitoring report which is suggestive for device interrogation with a programmer. A programmer could not be located at the hospital and the caller requested an onsite evaluation by the bsc local area representative. Post operative system interrogation was satisfactory and there is currently no further follow up expected. The system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that post implant evaluation of this right ventricular (rv) lead identified loss of capture. The local area boston scientific (bsc) representative was informed that a temporary pacing wire was implanted to provide pacing therapy during the implant procedure due to the patient having complete heart block. A balloon was utilized during placement of the temporary pacing wire and saline was injected into the balloon causing it to burst. A computerized tomography (CT) and x-ray were performed and identified the rv lead had dislodged and balloon fragments were in the pulmonary system as a result of the burst balloon. A revision procedure was performed and the rv lead was repositioned without incident. Additionally, a procedure was performed to remove the balloon fragments. The patient's hospital stay was prolonged and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant evaluation of this right ventricular (rv) lead identified loss of capture. The local area boston scientific (bsc) representative was informed that a temporary pacing wire was implanted to provide pacing therapy during the implant procedure due to the patient having complete heart block. A balloon was utilized during placement of the temporary pacing wire and saline was injected into the balloon causing it to burst. A computerized tomography (CT) and x-ray were performed and identified the rv lead had dislodged and balloon fragments were in the pulmonary system as a result of the burst balloon. A revision procedure was performed and the rv lead was repositioned without incident. Additionally, a procedure was performed to remove the balloon fragments. The patient's hospital stay was prolonged and no additional adverse patient effects were reported.